Manufacturer narrative:
The device has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2018, it was reported that the patient experienced a blood glucose reading of 544 mg/dl with polydipsia and polyuria. It was reported that the patient did not receive any treatment above and beyond the usual routine of diabetes care and management. The patient remained on the pump. The patient was unwilling or unable to complete troubleshooting. This complaint is being reported because the pump cannot be ruled out as a cause or contributor to the adverse event.

Manufacturer narrative:
Follow-up #1: device evaluation: the device has been returned and evaluated by product analysis on 13-apr-2018 with the following findings: a review of the black box showed the last bolus delivery was a 6.85 unit normal bolus. The total daily doses added up correctly and reflected the user's programmed basal rates. The pump passed delivery accuracy testing and no delivery defects were found. The pump was delivery accurately within the required range. The pump was run for 24 hours at a 2 unit per hour basal rate. At the end of testing correctly showed 2 units and the total daily dose showed 48 units. No alarms or delivery interruptions occurred during testing. The inaccurate delivery issue was unable to be duplicated during the investigation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. This report is made under the requirements of the medical device reporting regulations and does not constitute an admission on the part of animas of any deficiency in the performance of the device.